Event description:
It was reported the instruments were used during a laparoscopically assisted colon resection. During the initial procedure on 3/31/97, the freed colon was extracoporealized. The resection was made with tlc55, the functional end-to-end anastamosis was created with tlc75, and the anastamosis was finished with tx60g. No leaks were observed to be oozing bowel contents through staple line. (Unk which staple lines were actually oozing.) Staple line hand sewed by surgeon.